Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinders is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain and device allegation of migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated and disconnected. The patient experienced pain when passing stool. As a result, the reservoir was explanted and replaced. No further patient complications reported.